Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a right internal / common carotid artery stenting procedure, the retrieval catheter met resistance in the tortuous vessel. The retrieval catheter was removed and additional post-dilatation was performed. After re-insertion of the retrieval catheter, and some patient position changes, the retrieval catheter was able to advance and retrieve the filter. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.